Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per (B)(4) reported through the FDA voluntary event reporting process, the manufacturer was informed that during a ureteroscopy a stent broke. The device broke within the ureter and needed to be retrieved.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that states: improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate controls are in place to detect a potential weak point in the stent due to a side port. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.